Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 148 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Customer believes the pump is over delivering as they lowered their basal settings but they're still going low. Troubleshooting was completed but did not resolve the issue. The customer had another low event in (B)(6) with blood glucose in the 50 mg/dl range. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies, none were found. Ran basal, bolus leaking test and reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion the reservoir did not leak and not occluded.